Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer had assistance from caregiver who assisted with pouring soda into a cup with straw for the pt to drink due to him being too shaky. Technical support recommended that the customer consult with a healthcare provider to discuss what might be affecting blood glucose levels, and the customer acknowledged and understood the advice provided.